Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 10 episodes with v-v intervals less than 220 ms between (B)(6) 2016 and (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was steady at approximately 412.15 ohms through (B)(6) 2016 and rose to 646 ohms on (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 775 v-sics since the last session 1.956 days ago. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. The lead failure predictor was triggered on (B)(6) 2016 due to nsts (non-sustained tachycardia) and v-sics. Concomitant medical products: (B)(4) stent graft, (B)(4) stent graft, (B)(4) stent graft, (B)(4) stent graft; implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and short v-v intervals due to noise and oversensing. A lead fracture was confirmed. It was noted that the patient fell face first two to three weeks ago which may have been a factor in the lead fracture. The lead was initially reprogrammed and later was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.